Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, verified the failure and replaced the defective lcd. The fse then performed calibration check, functional testing and safety check to factory specifications. The unit passed all functional tests and the iabp was cycled overnight on a test balloon and simulator for safety check before returning to service.

Event description:
It was reported that during a routine check performed by the customer, it was discovered that the cs300 intra-aortic balloon pump (iabp) had a defective lcd screen. There was no patient involvement; thus no adverse event was reported.